Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that as the patient woke up from the implant procedure, the patient had thoracic radiculopathy and immediately experienced abdominal pain that wrapped around to the back. When the device was turned on and stimulation was put in low dose, the patient had nausea, vomiting, and was crying due to the constant pain. The physician prescribed pain medications due to the procedural pain and also recommended for the patient to stay in the hospital for observation. The device was explanted after several days and the patient has been discharged from the hospital. Device malfunction was not suspected and it will not be returned as it was discarded.